Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a vascular percutaneous transluminal artery (ptca) repair was done on the right femoral artery due to complications from a non-medtronic collagen access site plug from a diagnostic catheterization earlier in the week. The physician obtained access superior to this location and a non-medtronic closure device was used for femoral artery closure. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)